Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was returned deployed within the microcatheter. The sdw (stent delivery wire) was seen to be kinked 94cm and 178cm from the proximal end. The sent was removed from the catheter by cutting and was seen to be deformed and procedural fluids were noted on the stent. The introducer sheath was intact. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Additional information did not indicate any user related issue. The stent device was returned deployed within the microcatheter and was noted to be deformed. The sdw was kinked/bent. It is likely that when resistance was initially felt, continuous manipulation of the device may have caused the damage noted to the stent and delivery system. The as reported event of stent difficult/unable to advance or pullback through catheter and the as analyzed events of stent deformed, sdw kinked/bent and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent (subject device) had deployed prematurely during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.